Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a shocking or jolting sensation that occurred while using a laptop. There was no positional change when the shocking occurred. The patient was sore from the shocking incident and from surgery. When stimulation was turned on or off, there was a "popping" sensation where the "tape" was at on the patient's back, not where the stimulator was implanted. The stimulation was felt in the appropriate areas following the popping sensation. There was also a "little" burning around the implant site that lasted for a couple of minutes but then would subside. The burning sensation occurred when stimulation was on. Additional information has been requested. A follow-up report will be sent if additional information becomes available.